Manufacturer narrative:
(B)(6). Any additional information received from the customer will be included in a follow-up report. (B)(4). At this time, carefusion failure analysis has not received the suspect component for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays a ventilator inoperable and motor fault alarms. The customer determined the most likely cause of the reported event is the main printed circuit board assembly. The customer reported there is no patient involvement associated with the event.